Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00282 on 28-oct-2022. Corrected data (25-oct-2022): siemens reviewed the instrument data and determined that the repeat result obtained on the original dimension vista 1500 instrument was 1733.3 ng/l. Additional information (03-nov-2022): the customer stated that the lab does not report decimal places in the test results. Therefore, the two repeat results rounded to 1733 ng/l, which was reported to the physician(s). Section b6 was updated to reflect the corrected data and additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls (qcs) were acceptable on the day of event. A siemens reviewed the instrument data, successfully ran system fluidic check, determined that there was a low gain ratio, and replaced luminescent oxygen channeling immunoassay (loci) insert. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and performed statistics reset and sair test, which passed acceptably. Then, the cse performed quick system check, which passed without any errors. The cse also performed power flush for the integrated multisensor technology (imt), and performed an imt check, which passed. Then, the cse inspected biowaste lines and found no leakage. Next, the cse successfully performed a cuvette washer check. Then, the customer validated quality control (qc) and ran a correlation study using 5 samples, which recovered acceptably. Siemens further investigated the incident and noted that the aspiration profile for the sample was atypical, and the pattern was consistent with a sample issue such as a partial clot or aliquot issue. No other samples exhibited atypical aspiration profiles, isolating this issue to the patient sample. Siemens concluded that the sample issue potentially contributed to the falsely depressed tnih result. The instrument is performing according to specifications. No further evaluation of these devices is required.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista 1500 instrument. The falsely depressed result was not reported to the physician(s). The customer questioned the initial result because an earlier sample from this patient recovered with an elevated tnih result. The sample was repeated on the original instrument and on an alternate dimension vista 1500 instrument, recovering higher than the discordant result. The customer had confidence that the repeat results were correct because the repeat results were identical. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.